Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case the esheath was inserted without any problems. A bav was performed and the valve was imiplanted. The esheath was removed without problem but a tear in the transition from partially expandable to full expandable part of the sheath was noticed. The commander was removed without issue and no vascular injury occurred. During pre-decontamination of the returned sheath part of the liner appeared to be frayed/fragmented (liner strand), starting at 147mm from the distal tip.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities. A liner tear was observed along the entire length of the sheath shaft. One liner strand was noted starting from 1 inch from the distal tip, approximately 1 1/8 inch in length. Another liner strand was noted starting 1 inch from the distal tip and ending 4.5 inches from the distal tip. Both ends are attached and approximately 3.5 inches in length. Another liner strand started 3.5 inches from the distal tip and ends 6 inches from the distal tip. Both ends attached and approximately 2.5 inches in length. Lastly, another line strand was observed 2.5 inches in length, connected on one side at 5 inches from the tip. Soft tip damage was noted along with a wrinkle on the strain relief approximately 1/8 inch in length and strain relief propagates to scratch 1 inch in length. Due to the condition of the returned device and nature of the issue (liner torn), no relevant functional testing was performed. The event was confirmed by visual inspection. The liner thickness was measured along the length of the liner tear as well as the additional liner strands that were present along the length of the tear. Some strands were too thin to attain proper measurements. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Sheath liner thickness at all measured locations met the specification. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other complaints for torn liner or liner strands. Although the liner tear was confirmed, a complaint history review is not required as the issue has been previously identified and has been documented in an edwards technical summary. A review of complaint history on confirmed liner strands from august 2019 to july 2020 revealed other complaints. These complaints were reviewed based on similar reported events and associated root causes and evaluation codes. Of the potential root causes noted, applicable to this event are patient factors, such as calcification and tortuosity. The instructions for use (IFU), device prepping manual, and procedural manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. During sheath insertion, the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked stretched). Heparin should be given prior to sheath placement to ensure act = 250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Perform contrast injection if there is an angulated aorta, aneurysms, and or significant aortic atherosclerosis. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. During sheath removal, remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. After removal, some curvature of the sheath may be present as well as ripples along the seam are normal. An open tip and seam are to be expected. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The liner tear and strands were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient factors (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears. As mentioned in the case notes, the patient had mild calcification and tortuosity. Vessel calcification can damage the exposed portion of the sheath liner and weaken it, while vessel tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement or withdrawal of the delivery system. Non-coaxial alignment between the sheath and delivery system during withdrawal could potentially lead to abrasions between the exposed liner wall and access vessel calcification. These abraded portions may be further damaged during the withdrawal of the sheath shaft leading to the reported liner tear and liner strands. As such, available information suggests that patient factors (calcification/tortuosity) likely contributed to the reported events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since there was no confirmed edwards defect identified which could have resulted in the complaint events, no corrective/preventative actions are required. Additionally, since no procedure non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.